Event description:
This is filed for air embolism, hypotension, and intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. A decrease in blood pressure was observed after the clip grasped the leaflet. The cause of the blood pressure drop is unknown. There was a possibility of air entering the patient, but no air entered the device. The hypotension was resolved with an intra-aortic balloon pump. One clip was implanted reducing the mr to 1-2. There was a clinically significant delay in the procedure due to the blood pressure drop. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported hypotension could not be determined. The cause of the reported air embolism could not be determined as it was based on speculation. The reported patient effects of embolism and hypotension as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.